Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery issue was verified, but the damaged cartridge issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. It was also reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. There was no reported adverse effect to the customer's blood glucose level. Customer reverted to an alternate form of insulin therapy.